Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0tpv5, implanted: (B)(6) 2015, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the patient had pocket revision. The patient experienced pain and burning sensation at the pocket site. The device remains implanted in the patient. It was further provided that the cause of event was not determined and was not related to the device. It was noted that the pocket was big enough for the battery to move around, so that may have cause discomfort. The patient was doing well after revision surgery. The patient will follow up with their health care provider in two weeks.